Manufacturer narrative:
The unit was received with cracked battery tube threads, a cracked belt clip slot, a cracked case at the reservoir tube window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the nurse that the customer had cracks around the battery compartment of the insulin pump. Customer was not able to troubleshoot at the time of the email. Insulin pump will need to be replaced. No additional information provided.